Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that after the exchange from the patient's primary controller to the back up controller, a vad stop alarm was given with a message of driveline disconnected that continued even after driveline insertion and the pump could not be started. The failure was found after smr upgrade of the backup controller. There were no issue found during the smr upgrade of the backup controller. In view of patient safety, vad coordinator returned the driveline back to primary controller to maintain pump function. The backup controller was then connected to the monitor and powered up. The software was verified and no alarm messages were shown. No physical damage or dirt could be observed at driveline port. A second controller exchange was attempted by vad coordinator. The backup controller could not start the pump with same alarm messages happened in the first attempt. For patient safety, driveline was connected back to primary controller again. The backup controller was finally replaced from inventory. The new controller was able to restart the pump during controller exchange. Smr upgrade was done to original controller. To ensure controller function after smr upgrade, the physician suggested to do controller exchange again between new controller and the original primary controller after smr upgrade. The original primary controller performed normally and started the pump. The patient experienced some dizziness during the exchanges but remained hemodynamically stable throughout.

Manufacturer narrative:
After review of additional information received sections have been updated accordingly. It was reported that the controller failed to restart the pump and that the unit was alarming a vad stop alarm. The controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed three (3) vad disconnect alarms on the reported event of (B)(6).2016. Vad disconnect alarms are usually attributed to a physical driveline disconnection. However, log file analysis revealed that there was a significant amount of voltage present, indicating that the driveline was likely connected to the controller. Analysis of the device revealed that the device passed visual examination but failed functional testing. The controller was unable to run a motor fixture and would sound a vad disconnect alarm. Supplemental testing revealed that the pump motor controller, which is the integrated circuit responsible for operating the pump, was faulty and not outing the expected pulse width modulation signal. As a result, the most likely root cause of the reported event can be attributed to a faulty pump motor controller (pmc) integrated circuit. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.